Event description:
It was reported that during device changeout the impedance of the left ventricular lead was low. Oversensing was also seen. The lead was capped and replaced. No patient complications were noted as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.